Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) displayed as "low" on cgm. Bg cause was not known. Customer consumed carbohydrates to address bg. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Recommendation was made to consult with a healthcare provider to discuss diabetes management.